Event description:
Discordant, falsely elevated sodium and chloride results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were released to the ER. The patient sample was repeated on another dimension exl with lm instrument and both sodium and chloride resulted lower. The patient was redrawn and corrected results were obtained using the other dimension exl with lm. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc discovered that the customer had a clotty specimen. The customer was centrifuging patient samples outside of the tube manufacturer specifications. A field service engineer (fse) was onsite and did the following to the system: found leak at the upper diluent valve and replaced seal on rotary valve. Found issues with the values on the integrated multisensor technology system diluent pump panel and replaced the pump panel. During service, fse noticed that the customer was pipetting out of the diluent check bottle which is supposed to be poured out of the bottle into a cup. The cause of the discordant, falsely elevated sodium and chloride results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications and pipetting directly from diluent check bottle is failure to follow instructions.the instrument is performing according to specifications.no further evaluation of the device is required.